Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle five. The patient's ultrafiltration reading was 1225ml, indicating the home patient (hp) drained 1150ml more than their maximum programmed fill volume of 1500ml. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be a use error, as the tidal total uf removal was set too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A review of the product family labeling will be performed. Should additional relevant information become available a supplemental report will be submitted.